Event description:
Previous to the placement of this lens into the posterior chamber, the patient had sustained capsular bag damage with a loss of vitreous requiring a vitrectomy. After this lens had been placed in the eye, it was removed and replaced with an anterior chamber lens. The incision was enlarged and sutures were required.